Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
A report was received that alleged a pt had received first degree burns after the device had been in use. The device was sent to the hospital bio-medical department who tested the device and reported that the device operated as expected with no problems noted.